Manufacturer narrative:
Product analysis: analysis of the device was able to confirm the customer comment of a broken output connector assembly. Analysis also noted that the lower case was broken, upper case boss was stripped and display wire was pinched with wire insulation exposed. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had damaged atrial and ventricular ports. The device was returned for service. There was no patient involvement.